Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the seal was losing air on the balloon on the short port on the vasoview 6 pro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.